Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Patient race/ethnicity was reported as n/a. Manufacturer reference #: (B)(4).

Event description:
It is reported that the patient stated that on (B)(6) 2026, the daybreak device broke while it was being worn. Additional details on the type of break are unknown. The patient did not suffer any harm, injury or adverse outcome and no medical intervention was required. The patient stopped using the device on (B)(6) 2026.